Event description:
During a coloproctological procedure, after firing the device, a piece got detached in the intestinal strip. Introduced a shear to remove the piece. The staple line ruptured, and the physician completed the surgery by hand-suturing. There was no pt consequence.